Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part # 03.632.036. Synthes lot # 7492387. Supplier lot # 7492387. Release to warehouse date: (B)(6) 2014. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Please note the device was found to be broken not bent/deformed and will be investigated as such. Visual inspection performed on the returned matrix long holding sleeve at us cq observed breakage at its extreme distal threads. The breakage pattern was observed oblique across extreme distal threads with few thread profile portions still retained at the broken tip. A few broken thread portions were not returned. No further issues were noted except for the signs of minimal wear which will not affect the product functionality. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: dimensional inspection at exact breakage was not able to be performed due to the breakage pattern noted. Threads proximal to breakage was measured and is conforming per relevant drawing. Document specification review: the relevant documents were reviewed as part of this investigation: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Material/hardness review: the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as drop forces during handling/processing which could have contributed to complaint condition. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the surgeon was performing a posterior spinal fusion to a patient. Given that the patient had a very hard bone, the two (2) retaining sleeves, three (3) screwdriver shafts and a screwdriver with straight handle were damaged. The screwdrivers were stripped at the distal end tips and the distal end rings on the screwdriver retaining sleeves were damaged. There were no fragments generated. There was no surgical delay and the procedure was completed successfully . There was no patient consequence. This report is for one (1) retain sleeve. This is report 5 of 6 for (B)(4).